Event description:
It was reported that while attempting to treat a right renal lesion (off label usage contrary to IFU), the stent was advanced to the lesion site without the sds balloon being properly prepped outside of the patient before use. (Contrary to IFU) when a leak in the balloon was suspected before deployment, an attempt was made to withdraw the device from the patient. The stent slipped off of the balloon in the renal artery and was successfully deployed in that position, just distal to the planned site of treatment. An additional stent was placed to sufficiently cover the lesion.